Manufacturer narrative:
The covidien customer support engineer verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve assembly (psol). The cse performed the electrical safety test, ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
A report was received from the USA with information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not reported.